Event description:
Information received by medtronic indicated that the customer reported that dose knob/dial was misaligned.  Troubleshooting was performed. No harm requiring medical intervention was reported. The customer had discontinued the use of the inpen and inpen was returned for analysis.

Manufacturer narrative:
The alignment of the dose indicator mark and printed values on the dose knob is nominal. No misalignment of the dial was noted. No physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen received with leadscrew 1/2 of travel. The inpen screw retracts when dialing and intermittently advances when turning while dispensing and dialing noted. The screw is not bent. The dose button was removed and small amount of dust/debris under the dose button was noted. Inpen was cut open on the dose knob and visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew anomaly. In conclusion: deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Therefore, the customer complaint of leadscrew retracting into inpen was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.